Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report they had a hypoglycemic event on (B)(6) 2015, and that their receiver displayed a permanent out of range alert. The patient was taken to the emergency room by his parents and hospitalized for two days, treating his hypoglycemic event. The patient has recovered. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The data was not provided for investigation and the device was not retuned for product evaluation. Problem could not be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia. However, a root cause cannot be determined for the reported events.